Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an embolization occurred. During a left atrial appendage (laa) closure procedure a 30mm watchman ® laa closure device was implanted. The la pressure at the time of implant was 13 and all release criteria were met. The procedure had started at 3:30p.m and the watchman closure device around 5:30p.m. The device embolized into the left atrium. While attempting to snare the device, it dropped into the left ventricle and was pushed to the side after dropping through the mitral valve and remained there. The patient was stable and was moved to surgery. The (cardiothoracic) CT surgeon went in and removed the implant in about 45 minutes. A clip was placed on the appendage to close it off. Post procedure standard monitoring procedures were performed. The patient was discharged and is doing great.